Manufacturer narrative:
The history record for the lot number provided will be reviewed. If the sample is returned, a failure investigation will be performed. No analysis or conclusions can be made without the device.

Event description:
The caller reported they had a pt using a size 8dfen and the pilot balloon failed. The pt was recannulated with a tube they had on hadn. The caller stated the tube inserted on (B) (6) 2010, but she is not sure when the failure occurred. It may have been in use for a couple of weeks. The caller stated that she is not sure how the difficulty was found or how they determined that it was an issue with the pilot balloon line. She says they did indicate that it wouldn't stay inflated.